Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the fifth firing on a robot assisted thoracoscopic right upper lobectomy, while on interlobar creation on the patient, the device was used on the patient but the knife did not advance. When the cartridge was visually checked, prefire was confirmed. The doctor was unable to squeeze the handle and the green button was pressed. A new product was immediately used to complete the procedure and there was no patient impact.